Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) upon inspection of unit, device printer was not functioning. Replaced with new printer. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing department received the following part associated with this complaint: thermal printer. This part was received with a reported unit failure message of replacement. Performed visual inspection of this part received and part looks to be in good condition. Installed the thermal printer into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Thermal printer was worked correctly. The fat dept. Could not verify anything wrong with thermal printer. Thermal printer passed testing. Retaining thermal printer in the fat dept. Per procedure (B)(4) rev aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) printer is not working. There was no patient harm reported.